Event description:
During transfer utilizing a six prong hoyer lift, a loop slipped off the hoyer prong and the resident slipped to the floor. The resident sustained a laceration to her left shin requiring 15 sutures and a fracture right femur. Cna used wrong sling for hoyer. The hoyer lift is a rental from medastat.